Event description:
It was reported the insulin pump didn't detect the reservoir during prime. Customer's blood glucose was unknown. The device is being returned for further analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The functional testing could not be performed due to a detached end cap. The end cap sticker was still attached on the end cap. The drive support disk was inspected and no anomaly was noted. The insulin pump was received with a cracked case at the display window corner, minor scratches on the display window, scratched reservoir tube window and a cracked reservoir tube lip.